Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the required tests. The customer also reported having stress. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.